Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture, shaft detachment, and vessel dissection occurred. Vascular access was obtained via the right femoral artery. The target lesion was segmental with a series of calcified lesions located in the left anterior descending (lad) artery. The ostial lad was 95% stenosed. The mid to distal lad was calcified with 90% stenosis. The pre-interventional distal flow was normal (timi-3). A 2.25mmx38mm synergy ii drug elution stent was deployed but due to the heavily calcified lesions it was not fully expanded and the device shaft and balloon were detached and remained inside the lad, left main (lm), and aorta. The post-interventional distal flow was decreased (timi 2) and a dissection was noted. Attempts to wire past the obstructing device fragments were unsuccessful. In order to protect the lm, a 7 fr guide was inserted from the left femoral artery and wired the left main to circumflex coronary artery (lcx). The right femoral 6 fr guide was removed. A 10 mm snare was used to successfully snare most of the detached shaft out of the body. It was uncertain how much of the detached shaft remained. The lm to the ostial lcx was successfully stented with a 4x16 synergy ii drug eluting stent to stent any remaining parts to the vessel wall. The patient remained asymptomatic and hemodynamically stable during the procedure.